Event description:
Following an unrelated thoracic surgery, a drop in low defibrillation impedance was observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended further investigation, however, days later while the patient was recovering in the hospital, the defib impedance returned to normal values. The high impedance was then suspected to be due to a complication from the unrelated surgery. No further intervention was performed at this time. The patient was in stable condition.